Event description:
The following has been reported: the pump will not turn on. The biomed charged the pump overnight, cleaned the av (actuator valve) pins and loading guide . No problem was found by the biomed while testing the pump. The biomed searched though the history log and found battery empty alarms and a pump problem. There was no any report of patient harm or of the issues stopping an active infusion. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: electrical hardware failure (18v). The device was returned for evaluation. The report of an electrical hardware failure could not be reproduced. However, a som failure was indicated in the log file. The som crash was unable to be reproduced during mock infusions, which this unit passed without issue. An internal investigation was performed and it was discovered that the upper loading pins were worn and had small gouges causing friction when moving the lever handle, so the loading pins were replaced along with all lip seals. Reporting as a conservative measure. No adverse effects were reported.